Manufacturer narrative:
Customer discarded product.

Event description:
It was reported after the tka was finished, the nurse removed the battery pack from the pulse lavage gun and it was very hot and smoking. They disposed of the pack after it cooled and stopped smoking. It was reported there was no delay, no medical intervention, and no adverse consequences.